Event description:
It was reported that the enterprise stent (enc451412/10043675) locked in the microcatheter after getting to the site. The device could not advance or withdrawn. Then, withdrew the whole system enterprise and select plus microcatheter (606s255x/15540188), and changed to new system to finish the procedure. After removal, a kink was reported on the microcatheter. The stent was released after the event. All guidelines were followed for stent placement. A constant and dedicated heparinized saline source was utilized at all times through the microcatheter. The microcatheter was re-shaped with the shaping mandrel, steam, and without any damages. Other that what was reported, no other damages were noticed on the devices (kink, bend, crack, separated, fracture, elongated, unraveled, stretched, etc) or microcatheter. The aneurysm was normal. There was no patient injury reported and the devices will be returned for analyses.

Manufacturer narrative:
It was reported that the enterprise stent (enc451412/10043675) locked in the microcatheter after getting to the site. The device could not be advanced or withdrawn. The entire system, enterprise and select plus microcatheter (606s255x/15540188) was withdrawn from the patient without patient injury. A new system was used to finish the procedure. After removal, a kink was reported on the microcatheter. Additionally the stent was released after the event. All guidelines were followed for stent placement. A constant and dedicated heparinized saline source was utilized at all times through the microcatheter. The microcatheter was re-shaped with the shaping mandrel, steam, and without any damages. Other that what was reported, no other damages were noticed on the devices (kink, bend, crack, separated, fracture, elongated, unraveled, stretched, etc). The aneurysm was "normal." A review of the manufacturing documentation associated with prowler select plus lot lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10043675. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. A non-sterile prowler select plus 150/5 cm microcatheter was received coiled inside of a plastic bag. The microcatheter was inspected and it was found kinked as well as compressed sections were noted on it. The microcatheter was inspected under a microscope and the damages found on the visual analysis were confirmed (compressed sections). The ID from the microcatheter was measured and was found within specification. A non-sterile unit of enterprise vrd and delivery system was received coiled inside of a plastic bag. The stent was received deployed with no observed damages. The delivery wire was received inside of introducer tube and no were observed damages in it. The enterprise stent, delivery wire, and introducer tube were observed under vision system and there were no found damages found. The microcatheter was flushed using a lab sample syringe (nipro) and after that a 0.018¿ a guide wire cordis lab sample was introduced into the microcatheter and it advance smoothly until it reached the microcatheter¿s distal end. Resistance/friction was felt when the guide wire was passed through of the kinks and compressed sections. After that the microcatheter was flushed again using a lab sample syringe (nipro) and a lab sample enterprise system was introduced into the microcatheter; it advanced smoothly until the microcatheter¿s distal tip. Resistance/friction was felt when the enterprise was passing through the compressed sections. Functional analysis was performed with insertion of the enterprise delivery wire without the stent (which was received deployed) through the returned microcatheter. The delivery wire was introduced through the returned prowler select plus microcatheter and a slight friction was felt when the delivery wire passed through of the compressed and kinks sections, however it was able to be inserted through the microcatheter. The analysis of the returned microcatheter found that the device was not obstructed; however, there was confirmed resistance at the distal end of the microcatheter which was due to the confirmed reported kink as well as compressed areas. With functional testing of the returned devices, the kinked/compressed areas on the microcatheter resulted in resistance friction during advancement of the enterprise vrd and other concomitant devices used during testing. Although a definitive conclusion cannot be made regarding the timing of the catheter damages based on the analysis, based on the reported information the catheter kinked during procedural use. It appears likely that this kinking contributed to the reported locking up of the enterprise system. With review of the available information, the analysis of the returned devices and the device history record reviews; there is no indication of any manufacturing issues related to the event. Procedural factors appear to have contributed to the events. Additionally inspections are in place to prevent damaged devices from leaving the facility. Therefore, no corrective actions will be taken at this time. This is one of two products involved with this adverse event, which is associated with mfg report 1058196-2012-00333 and 1058196-2012-00334.

Manufacturer narrative:
The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event, which is associated with mfg report 1058196-2012-00333 and 1058196-2012-00334.

Manufacturer narrative:
A non-sterile unit of enterprise vrd and delivery was received coiled inside of a plastic bag. Stent was received deployed and was not observed damages. Enterprise was received inside of introducer tube and no were observed damages in it. The microcatheter involved was received in (B)(4) and analyzed; kinds and compressed were detect on it. Functional analysis was performed without enterprise stent. The delivery wire was introduced trough of microcatheter and a slight friction was felt when the microcatheter passed through of the compressed and kinks sections, however the test was accepted. The stent, enterprise and introducer tube were observed under vision system and were not found damages only the damages observed in the visual analysis. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10043675. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported failure by the customer as 'delivery wire/impeded-in microcatheter' was not confirmed due to the test functional analysis was completed and accepted. The device did not present any obvious indications of manufacturing defect or anomaly. The records indicated that the product met specification prior to shipment; therefore no corrective or preventive actions will be taken at this time. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event, which is associated with mfg report 1058196-2012-00333 and 1058196-2012-00334.